Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the hard drive an upgraded software. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had images reportedly mixed with other pt's images or not saved correctly in memory.